Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse did not confirm error 2161 but confirmed the issue was error "2204 sorter not picked up cup" from the error logs and reproduced error 2204 by performing a sorter test. Fse found the sorter pickup head to malfunction when above the cup and resolved the error by replacing the sorter pick up head. Fse ran sorter test twice without any errors. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under chapter 7, section 7.1: list of error messages states the following: (B)(4). Action: check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. The most probable cause of the reported event is due failure of the sorter pick up head.

Event description:
A customer reported getting error message "2161 c. Transfer cup pickup failure" on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2).

Manufacturer narrative:
The sorter pick-up head was returned to tosoh instrument service center for investigation. Functional testing confirmed the "2204 sorter not pick up cup" error was due to failure of the sorter pick-up head. The most probable cause was due to failure of the sorter pick-up head.